Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows a partial view of a clinician holding a drainage catheter attached in which the catheter hub was noted to be cracked longitudinally. Therefore, investigation is confirmed for the reported catheter hub fracture issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent an ultrasound guided cyst drainage catheter placement procedure using navarre opti drain. Post procedure, it was noted that the drainage catheters connector had fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2026, the patient underwent an ultrasound guided cyst drainage catheter placement procedure using navarre opti drain. Post procedure, it was noted that the drainage catheters connector had fractured. The procedure was completed using another device. There was no reported patient injury.